Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d204trm implantable cardioverter defibrillator, (B)(6) 2013; 429688 implantable pacing lead, (B)(6) 2013; 6947m55 implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the electrogram (egm) noted five seconds of asystole when the patient bent forward. The right atrial (ra) lead observed oversensing of p-waves. The physician did not want to change the sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.